Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023 with dizziness. During examination of lead, it was noted that there was elevated capture threshold and high pacing lead impedance on the right ventricular (rv) lead. After further assessment in clinic, chest x ray confirmed rv lead in place but physician suspected micro-dislodgement. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.